Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va03710, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
A patient reported they had turned their implantable neurostimulator (ins) off for an MRI on (B)(6) 2016, it was verified MRI was not related, and the patient recalled the programmer showed 3-6 months left on the ins battery. The patient then reported having a sudden loss of therapy and at the time the healthcare professional (hcp) in (B)(6) could not read the ins. On the day of the call the patient's ins was checked, and therapy was turned back on as it was off, and read 3-6 months left on ins battery, the patient noted a consistent 3-6 month reading over the span of a multiple months. The patient turned ins on and reported the amplitude was at 8.5 and they are not having the same success. The patient reported the hcp's plan is to replace ins and lead, but the patient cannot replace lead right now so the hcp will replace the ins on friday as a battery replacement to give the patient more longevity until the leads can be replaced. The patient noted a return of symptoms and not having as much success. The symptoms were considered sudden in on set. Additional information from the hcp reported on (B)(6) reported the therapy is turning on and off by itself. The hcp noted the ins had been shutting on and off since the patient had a replacement ins in 2015. The hcp noted he has the system for retention. The hcp checked the patient's system on (B)(6). The hcp reported since 2015 replacement surgery the patient has been using 1.2+, 7.8 v, 210us and 14hz with cycling 15 sec/ 8 sec. When the hcp saw the patient, the stimulation was found to be off and the hcp had to turn up stimulation to 8.5 v before the patient could feel stimulation between scrotal and rectal area (which was the target area for patient stimulation). The hcp noted it took multiple attempts with the clinician programmer to get telemetry with the ins. The patient had been seen at a different clinic on (B)(6) and (B)(6) and they were not able to get telemetry with the ins on either visit. It was not known what message they were seeing on the clinician programmer during the visits. It was noted that all impedance pairs were in a normal range, around 1000 ohms, expect for c+3 and 1/3 which were both 499 ohms. The hcp noted the patient is using the stimulation again, but it is too soon to see if the patient is getting benefit yet since the patient had just turned stimulation on yesterday. It was also noted the patient lacked therapeutic benefit on (B)(6). It was noted the patient had retention issues and became catheter dependent on (B)(6). The patient had thought the ins had died due to the return of symptoms. Stimulation was later found to be off. The patient has always had sensation with his stimulation and lost stimulation on (B)(6) as well as a return of symptoms. On (B)(6) the patient had an imagine done that showed the lead had migrated laterally. The hcp wants to do a lead revision. It was initially planned to replaced the ins on friday, because they were thinking the ins had died due to high voltage use), but they were going to do a lead revision later as the hcp did not have time to do both. A longevity calculation using 7.8 v and other program vales , and the ins was currently ok, but ins longevity is limited due to higher voltage use. The lead revision was pending at this time. It was considered to do one procedure to replace the ins and lead or do two procedures, one to replace the ins right away and a second procedure to revise the lead in the near future. The hcp on (B)(6) indicated the ins longevity was showing 2.9-6 months. It was noted the patient had lost their patient programmer. The indication for use is unknown.

Manufacturer narrative:
Analysis of the ipg 3058 interstim ll, (B)(4), found that it was functionally okay with insignificant anomalies. The conclusion code applies to the ins.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. The conclusion code (B)(4) applies to the stimulator and code 92 applies to the lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) indicated that ins was removed due to ¿implant failed¿ on (B)(6) 2016. The new ins was implanted on the same date. It was also reported that the ins replaced with resolution of retention. Patient had scheduled for lead revision on (B)(6) 2016. Patient did not wish lead revision until (B)(6) 2016. Patient was no longer having ins went on and off. The cause of lead migration was due to patient¿s activity (patient worked on farm). The troubleshooting shooting related to issue with ins showing 3-6 months of battery life and the lead migration was that they took the x-ray to look at the lead location and performed ins replacement to increase battery life. They provided additional program to patient with decrease amplitudes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.